Manufacturer narrative:
Service was not dispatched to the site as the issue was resolved by the customer. The customer cleaned the spill and continued troubleshooting. (B)(4).

Event description:
While troubleshooting a hardware error on the access 2 immunoassay system, which involved removing the reaction vessel waste bag, the customer spilled a small volume (about 5milliliters) of the bag's content, part of which spilled on the customer's shoes. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment in the form of a laboratory coat and gloves. The healthcare worker cleaned up the spill with paper towels and continued troubleshooting the instrument. No personnel sought medical attention. There were no reports of death or injury associated with this event. The facility possessed an exposure control/risk management plan.